Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported device was investigated by our filed service engineer (fse) at the hospital. The device pull magnet, expiratory pc board and pressure sensor pc board were replaced. After the replacements, the device passed all functional and safety tests. The replaced goods was not returned for technical investigation, the ventilator device logs were however received for evaluation. The evaluation of the returned device logs confirms the issue during the pre-use check. Since the replaced goods was not returned, the root cause of the reported issue cannot be established by this evaluation.